Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user did get the benefit from the the device after being activated on in (B)(6) 2010, however, the in-situ measurement from 2016 showed affected channels. Hearing performance with the device was affected. An incident of accident or trauma is unknown. The user was re-implanted.

Event description:
Hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. This is a final report.